Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that when trying to input the blood glucose values into the insulin pump, after pressing the up button, the numbers on the display kept scrolling up. The customer removed the battery, put it back in after which the customer was prompted to change the time and the display froze. The customer removed the battery again and put it back in and the insulin pump alarmed button error alarm. The customer¿s blood glucose was 124 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.